Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified multiple events of system error 345. The reported condition was verified. The cause was determined to be a failing upstream thermistor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.